Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the first firing of the device with no buttressing material being used; the inner row of the staple line had a malformed staple. The device cut with no issues through thick tissue. A second staple line was laid with an alternate like device and the procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56008. The analysis found that one plee60a device was returned in good visual condition and with one gst60g cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.